Event description:
Event was determined to be reportable based on analysis completed on (B)(6) 2009. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft kink occurred. The 90% stenosed lesion was located in the moderately tortuous popliteal artery. Upon attempting to advance the small peripheral cutting balloon over another manufacturer's guide wire, the shaft of the cutting balloon catheter kinked. The shaft kink was noticed upon withdrawal of the cutting balloon. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status was reported as "good". Returned device analysis revealed a broken hypotube.

Manufacturer narrative:
(B)(6). The catheter was returned in two pieces and not in the manufactured profile. A 0.014" wire moved through the inner lumen freely. Visual examination revealed a broken hypotube at approximately 440mm from the end of the strain relief and a kink on the hypotube adjacent to the break area on the distal side of the catheter. The analysis revealed that the hypotube shaft was broken as a result of the kink being straightened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).